Event description:
The clinician reported after the iab was inserted, the pump was alarming "possible helium loss". Because the situation could not be corrected, the iab and pump were exchanged. However, this did not remedy the circumstances. The clinician mentioned the patient had a "tortuous anatomy" and the insertions were extremely difficult on the left side.

Manufacturer narrative:
The user facility has not identified the product brand name or catalog number. We are not expecting the product to be returned. Refer to MDR #1219856-2006-00315 for additional information regarding this event. A follow-up report will be filed if more information becomes available.